Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a discrepancy in leg length post operatively. The patient's operative leg was 6-8mm longer than the non-operative leg.